Manufacturer narrative:
Exemption number e2015055. One device was received for evaluation. The reported event was confirmed that the device had paint chipping. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event, in which the device had chipped paint. There was no patient involvement; no patient impact.